Event description:
It was reported by medwatch that powerpicc sv catheter with sherlock tip location system was inserted prior to patient's discharge home with home antibiotic infusions. Patient returned with complains of leaking and tenderness at PICC site, PICC line was pulled out 7 cm in comparison to original insertion measurements at 2 cm. PICC was removed and a slit was found in the PICC line tubing at just outside the 7 cm mark. Due to laps in time from insertion to patient return, packaging was discarded and the lot number is not available. Unknown how patient cared for device at home prior to return. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.